Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with hospitalization. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Event description:
Customer declined troubleshooting and the insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 03/07/2023 23:58:00.000 replace battery alert was recorded and found in the formatted history file on: 03/08/2023 05:55:00.000 replace battery now alarm was recorded and found in the formatted history file on: 03/08/2023 06:26:00.000 03/08/2023 06:36:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 03/08/2023 06:37:04.000 power loss alarm was recorded and found in the formatted history file on: 03/08/2023 06:39:01.000 03/08/2023 06:39:12.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. Please see below for pump errors/alarms noted 1 week prior to the event date 09-mar-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 03/06/2023 11:59:00.000 03/06/2023 12:50:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 03/06/2023 13:12:00.000 03/06/2023 13:22:00. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alarm or unexpected sensor errors or anomalies were noted during testing. There were no unexpected pump errors/alarms/alert noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay and a scratched case. A cracked retainer was confirmed. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.